Manufacturer narrative:
H.6. Investigation summary: four photos displaying a total of two 1ml syringes in fully sealed blister packs from batch 9112902 (p/n 309628) were received and evaluated. It was observed one of the syringes contained a bent flange and a scale shifted upwards approximately 0.05ml. The flange damage and volumetric accuracy of the syringe were rejectable per product specification. Potential root cause for the volumetric accuracy defect is associated with the printing process. It is likely the barrel feeding issues caused the bent flange. From the upwards bent flange, the syringe barrel was unable to sit flush against the backstop which resulted in the barrel being shifted slightly downward when going through the marker. A bent flange rejection system will be implemented to this machine. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: a 1ml luer lock syringe with the incorrect markings. There is an approximate 0.5ml gap at the top of the syringe where the markings should begin. This is an obvious safety issue. Thankfully, the nurse identified this issue before any medication was given to the patient. And for this reason no harm came to the patient. All other syringes of this batch number within this ward were checked ¿ with no identified affected products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: a 1ml luer lock syringe with the incorrect markings. There is an approximate 0.5ml gap at the top of the syringe where the markings should begin. This is an obvious safety issue. Thankfully, the nurse identified this issue before any medication was given to the patient. And for this reason no harm came to the patient. All other syringes of this batch number within this ward were checked ¿ with no identified affected products.